Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during the post-operative period, this patient with this inflatable penile prosthesis experienced extreme discomfort and infection in his penis related to the device. The ipp was explanted. No further patient complications were reported.